Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. After the lens was inserted into the eye, the surgeon noticed the lens was not folded correctly. Intervention was performed in order to enlarge the incision and remove and replace the lens. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual examination. Results revealed that the lens was torn in half and a piece of the trailing haptic plate and haptic has been torn away and is missing. The lens damage is consistent with lenses that have been removed from the eye.